Manufacturer narrative:
(B)(4). D10: 11-363660 36mm cocr mod hd -6mm 632100, 010000739 g7 neutral arcomxl lnr 36mm d 3475968, 104209 mallory head fem hap 9x150mm 3570377. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised seven (7) years post implantation due to malposition of the cup and the trunnion of the stem sitting inferior of the cup. The head, cup, and liner were explanted. The patient was implanted with competitor products. Diligence for additional information is ongoing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. Visual examination of the provided pictures identified the explanted devices, bio-debris present. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.